Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic gel thigh pad clear inputs would not fit into the fluid delivery lines. Too big. It almost looks like there's additional plastic around the input that caused it not to fit. They opened a new kit, and everything worked fine. Per follow up information received via mail on 12feb2026, the defective pad was the right leg pad. They had to open another entire set.